Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that five months following the implant of this transcatheter bioprosthetic valve, the valve was explanted due to severe paravalvular leak (pvl). The valve was replaced with a non-medtronic surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received distorted and partially crimped on the inflow end. Struts along the frame were not bent or kinked. The distorted appearance may have occurred during explant. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Glistening off-white pannus lined the inflow orifice extending into the inner lumen along the skirt to the inflow margin of attachment. Remnants of pannus remained attached to the outflow frame and struts along the outer skirt. Radiography showed no evidence of mineralization in the valve and/or host tissue. Radiography showed no evidence of frame fractures.

Manufacturer narrative:
Residual pannus overgrowth has been an inherent risk of valve replacement. The pannus possibly is what led to the report of aortic insufficiency, however a conclusive cause could not be determined. Although a conclusive cause of the pannus could not be determined, these are known failure modes for bioprosthetic heart valves, and are most likely a patient related condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.